Event description:
The customer contacted stryker to report that their device was unable to deliver a shock. The customer also advised that their device displayed "abnormal shock delivery" when attempting to shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock. The customer also advised that their device displayed "abnormal shock delivery" when attempting to shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the isolation relay to resolve this issue. Other unrelated repairs were attempted to be made, however, because of an obsolete part, repairs could not be completed. Stryker scrapped the customer's device and a replacement device was sent to the customer.